Manufacturer narrative:
The anesthesia workstation was investigated by our distributor at the office. It was found that the internal power back-up battery was defective, and that acid had leaked out. The battery and the battery bracket were replaced due to the acid leakage. The battery was not requested to be returned for investigation due to the acid leakage. The power back-up battery is a sealed acid-lead rechargeable battery. Pictures received of the faulty battery and the battery bracket confirmed that acid has leaked out from the battery. The picture showed that the leakage was from one of the battery cells. The fault, if present, will be detected in the battery sub-test during the system check-out tests. The cause for the defective battery has not been determined based on the information above.

Event description:
It was reported that the demo anesthesia workstation failed the battery sub-test during the system check-out tests. There was no patient injury or involvement reported. (B)(4).